Event description:
During an attempted implant, a lead perforation was observed.

Event description:
It was reported that the rv pacing threshold and pacing lead impedance had increased. A chest x-ray revealed that the lead appeared to be twisted. The patient may have had twiddler's syndrome.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.